Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had an occlusion. The patient was transferred to another ventilator with no harm. The service engineer inspected the device and recalibrated the flow sensors, expiratory valve and atmospheric pressure to correct the issue. The unit passed all testing and operates within the manufacturing specifications.